Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blank display, battery out limit and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 300+ mg/dl. The customer treated with manual injections. The customer stated that she changed her batteries 2 days ago and the pump shut off and turned back on. The customer believed that the pump is not delivering insulin. The customer mentioned that the battery time out change is too slow. The customer was advised to monitor pump and call back to troubleshoot if uncertain about high readings.